Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9545-t15-02 hex driver batch 1392329 was received for investigation. Visual inspection noted that the device tip was twisted. The device also exhibited signs of wear: fading and discoloration. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear damage sustained over time. The manufacturing date is 2023. The complaint allegation is confirmed. Refer to the attached investigation photos.

Event description:
On 09/16/2025, it was reported by a sales representative via (B)(4) that an ar-9545-t15-02 driver's tip is twisted and stripped. Noticed during the case and completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.